Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis; the universal seal accessory was discarded.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of a universal seal popped off mid-procedure and fell into the patient. It was caught and removed from the abdomen. The customer noted that the lot number was unknown due to the seal having been discarded.